Event description:
On (B)(6) 2013, patient contacted animas, alleging that there were vertical lines on the right side of the display screen. Patient reported that the display issue had been there for a month and was able to see the display safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.